Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; flat creases, curved opening, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: a curved striated opening on radius side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.